Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had missing electrode. The blood glucose of the customer at the time of incident was unknown. The customer stated that the sensor appeared retracted. The product will not be returned for analysis.